Manufacturer narrative:
(B)(4) - excessive force, no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous mid right coronary artery. A guide wire was crossed over the lesion with no difficulties for straightening of the vessel. Pre-dilatation of the lesion was not performed. An attempt was made to advance the 3.5x12 mm xience prime stent delivery system; however, it would not cross the lesion. Force was applied, which resulted in a hypotube separation, which was able to be removed from the anatomy without issue. A non-abbott stent was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the IFU deviation(s) appear to have contributed to the reported difficulties.